Event description:
During laparoscopic procedure, a piece of the jaw of an ultrasonic scalpel fell off into patient; jaw piece was retrieved and there was no patient injury reported.

Manufacturer narrative:
The used device was returned without the jaw, which was retrieved from the patient but not saved by the hospital. Visual examination, along with the use of magnification, revealed the distal tip was occluded with clinical debris. Additionally, damage to the scalpel blade, external shaft, and actuating shaft of the distal tip was observed. The returned device passed functional testing with a scalpel generator. Cause of damage to the device and root cause of failure mode is indeterminate. Records indicate the device met all inspections and tests and was operating properly prior to release.